Event description:
Reporter alleged discrepant back to back blood glucose results of 482, 251, & 115 mg/dl when all tests were performed within 10 minutes on the advantage system. The location of the testing was not provided. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.